Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received the scs system on (B)(6) 2011. It was reported that patient lost partial pain coverage. Reprogramming attempts were unable to resolve the issue. An x-ray revealed lead migration. The leads were explanted and successfully replaced on (B)(6) 2011.